Event description:
Procedure: thoracic. Reportedly, when the device was applied it did not fire properly resulting in an air leak from the lung's left lower lobe. The leak was stopped, and the lung reinflated without any further incident.

Manufacturer narrative:
Note: the user facility report was submitted as a "product problem." However, the MFR's MDR has classified this event as an adverse event despite the reporters indication that this was not an adverse event.